Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5085538 that a patient underwent unspecified breast surgery with unspecified saline implants and was presented generalized illness (hypothyroidism, depressions, anxiety, hair loss, skin tone changed to a pasty grey, eyes always blood shot and vision worsened more drastically, weight gain, chronic fatigue). As a result, the devices were explanted on (B)(6) 2018. This report is for one of the two effected sides.